Event description:
The patient presented with a swollen, painful knee four years post-operative acl repair, which was done using a graft that was fixated with a bioabsorbable femoral screw and a bioabsorbable tibial screw. The knee was aspirated and pseudomonas was identified in the aspirate. The patient then had two knee arthroscopies to flush the femoral screw site. The symptoms persisted and the patient was returned to surgery. The remaining portion of the bioabsorbable screw was removed.